Manufacturer narrative:
(D10) concomitant device(s): 300-30-09 - equinoxe preserve stem 9mm: 7003231. 320-10-00 - equinoxe reverse tray adapter plate tray +0: 7219405. 320-06-42 - glenosphere 42mm: 7219856. 320-15-07 - sup/post aug plate, l rs glenoid baseplate: 6951062.

Event description:
Approximately 4 month(s) and 4 day(s) post-operative of a left rtsa, it was reported via clinical study that the patient experienced disassociation of polyethylene. Additional notes indicated dissociation of poly after fall. The patient underwent a standard reverse with preserve stem revision with the reported removal of the humeral liner, glenosphere, and glenosphere locking screw.. The outcome of this event is considered resolved and the clinical report indicates that this event is definitely related to the device(s) and/or to the procedure.